Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the prograsp forceps instrument cable was broken. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch up cable broken at the distal clevis hub. Broken cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any wear. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.